Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels (54 mg/dl). Reportedly, the customer believes the pump settings need to be adjusted. Customer addressed low bg levels with sugar pills and milk. At the time of the report, customer's bg level was 165 mg/dl. Recommendation was made to discuss diabetes management with customer's health care professional.